Manufacturer narrative:
Visual, functional and dimensional inspections as well as material analysis was not performed as the screw remains implanted. However, three x-ray images (1) immediate post op, (2)one month post op (3) approximately four months post-op were provided and reviewed with a medical professional. It was confirmed that one of the screws is migrating out of the cage. No other anomalies were noted. Device and complaint history records were reviewed and no relevant manufacturing issues or similar complaints were identified. The root causes of the reported event cannot be determine conclusively based on information provided and without implant evaluation. Per anchor c risk file, migration may occur due to: -screw was not properly inserted/locked into the implant (due to not using the inserter throughout the entire procedure, overtightening the screw, implanting the screw at difficult angle) poor patients bone quality; patient experiences sudden impact; patient participated in activities not recommended by the surgeon.

Event description:
It was reported that an achor c self drilling screw migrated post-operatively. It was noticed via x-ray that the screw began to back out approximately 1 month post-operatively. There are no plans for revision surgery at this time.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that an achor c self drilling screw migrated post-operatively. It was noticed via x-ray that the screw began to back out approximately 1 month post-operatively. There are no plans for revision surgery at this time.